Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a device explant procedure. No device malfunction was suspected. The explanted ipg and linear leads were discarded by the facility.